Manufacturer narrative:
(B)(4). Manufacture date: june 02, 2015. Expiration date: april 30, 2025. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A product development evaluation was completed: the blade exhibits excessive wear marks 25mm (superior surface) and 34mm (inferior surface) from the lateral end exposing the base metal which coincides with the contact surfaces of the nail. The screw also exhibits spiral scratches which is typically caused by rubbing against the nail during implantation. From the complaint description we are not able to obtain any additional information than what is stated or presented. Since the nail failure occurred 160 days post-surgery, this bit of information does lead me to believe there may have been a non-union or malunion present and the fatigue limit of the implant construct was met. The implants exhibit excessive wear which also may be an indication that the implants were load bearing and not load sharing. Normal healing typically is expected two to three months post-surgery. In rare instances where bone healing is delayed, patient non-compliance, obesity, etc, there is a minor chance that implant failure may occur. In other rare cases where the edge of the hole is damaged, there is a potential for early fatigue failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery due to nonunion and a fractured trochanteric fixation nail - advanced (tfna) on (B)(6) 2016. The patient was initially implanted on (B)(6) 2015 with the trochanteric fixation nail - advanced implant and associated hardware to repair a fracture. During post-operative treatment on an unknown date nonunion was noted. On (B)(6) 2016, during a follow-up visit, an x-ray revealed the tfna was fractured. The nail, blade and distal locking screw were explanted on (B)(6) 2016 and a synthes blade plate was implanted in its place. There was no surgical delay and the tfna implants reportedly came out fairly easily. There was no allegation of complaint against the blade or the distal locking screw. The surgeon was reportedly pleased with the final result (successful implant of the blade plate). There were no problems during surgery and no report of the patient having any post-operative complications. This is report 2 of 2 for (B)(4).